Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station was offline and failed. Customer rebooted the station, but the issue still persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that random shutdown issue to door 2 on the tower after the machine rebooted when the customer attempted access. The field service engineer (fse) cleaned the door latch and tested the machine multiple times without any further failures. The system functioned as intended after the field service engineer (fse) resolved the issue.